Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed loss of capture and significant lead noise and oversensing on the right ventricular lead. Patient was asymptomatic. The patient recently experienced a fall, which may have contributed to the event. The physician elected to cap and replace the lead on (B)(6) 2019 due to possible lead fracture. The patient as stable throughout.